Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was not booting up. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and found that system was not booting up and remained stuck at 00:00, and attempted reboot but issue persists. The rse requested onsite support suggesting replacement of flexvision pc. The philips field service engineer (fse) went onsite, replaced the flexvision pc and reloaded the software but the system powered off while reloading the software. On further troubleshooting, the fse checked the system onsite and found that the l1 circuit had tripped in the mpdu, and the geo pc could not power on despite a 230v input being present. To resolve the issue, the fse replaced the geo ipc and scc power supply, downloaded the software to the pc, and tested geometry functions and system movements. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.